Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent. The cause of the peritonitis was not reported. The same day as onset, the patient was hospitalized for the event. On an unreported date, the patient was treated with gentamicin 80mg (frequency, route of administration and duration not reported) and vancomycin 500mg (frequency, route of administration and duration not reported) for peritonitis. At the time of this report, the patient was recovering from this peritonitis event. Dianeal therapy was ongoing. No additional information is available.